Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down keypad button was under responsive and denied damage to the keypad or moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: all buttons were found to be intermittently unresponsive to testing. The keypad was fully intact and removed for further investigation. Contamination was observed under all the button contacts. Unrelated to the initial complaint, the display was observed to be faded and the letters had a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.